Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched which caused the soft cannula to measure out of specification, 30.54 mm in length. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. No other damages or defects were found with the device.

Event description:
It was reported that insulin was leaking from the pod while it was worn on the leg between 4 and 24 hours. As a result, the patient's blood glucose level reached 390 mg/dl despite administering 9 units of bolus. As treatment, a new pod was placed.